Event description:
Caller alleges inaccuracy with inratio. Results as follows: date 2007, inratio 2.0, lab 3.1. Date: the same day, inratio 1.0, lab 2.3, date: the same day, inratio 2.0, lab 1.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 2.0, lab 3.1, mean 2.6, confidence limits 1.7 - 3.8, date: the same day, inratio 1.0, lab 2.3, mean 1.7, confidence limits 1.2 - 2.3. Date: the same day, inratio 2.0, lab 1.2, mean 1.6, confidence limits: 1.2 - 2.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st and 3rd data set, both inratio and lab values are within the confidence limits for inr testing. For the 2nd data set, the inratio result is not within the confidence limits. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time. Strips lot number was not provided, as a result no further testing can be performed.